Manufacturer narrative:
Bassily, d. Wong, v., phillips, j. L., et al. (2021). Rezum for retention retrospective review of water vaporization therapy in the management of urinary retention in men with benign prostatic hyperplasia. The prostate, 81,1049-1054. Https://doi.org/10.1002/pros.2420. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported via an article published in the prostate journal that a retrospective study was conducted to determine if water vapor therapy treatment is effective in the treatment of catheter-dependent urinary retention secondary to benign prostatic hyperplasia. The study included 49 patients with a median age of 73 years. Of the 49 patients, 39 patients had an enlarged median lobe. Adverse events following the procedures included continued urinary retention in 10 patients, 6 of whom had urinary retention at 6 months postprocedure, urinary tract infection (uti) in 2 patients, and penoscrotal edema in 1 patient. Retreatment was performed in some patients who remained in urinary retention. Of the six patients who remained in urinary retention, two patients underwent turp, two patients underwent placement of a suprapubic tube, and two patients chose to manage symptoms with clean intermittent catheterization.